Event description:
The anterior clamp to disk of a ti cranial flap tube clamp (13mm), implanted in 2001 for an excision of a tumor. Broke free in pt one month post-operatively. Pt developed subgaleal fluid accumulation one month after implant. Subsequent CT scan also revealed the clamp had broken and four (4) dural tears, one (1) under the broken clamp and three (3) out of proximity of the surgical area. Broken clamp was explanted one week later.